Event description:
A customer obtained a troponin (accu tni) result of 0.50ng/ml for one patient. The specimen was re-tested and repeated result was 0.34ng/ml. A normal troponin result of 0.08ng/ml was obtained via an alternate testing methodology. The erroneous result was reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens are collected in lithium heparin tubes and centrifuged at 3,800 rpm for 10 minutes. Qc was within specifications before and after the event. A system check performed on (B)(4) 2009 resulted within specifications. A field service engineer (fse) did not go to the customer site, but consulted with the customer regarding this event and sample handling was discussed. Customer will review sample handling protocol. Although sample handling may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.